Manufacturer narrative:
Device was monitored for 24 hours with multiple basal rates. No blank display noted. All operating currents were normal. No unexpected low battery or off no power alarm noted. Device function properly during rewind and basic occlusion, occlusion, prime/compromised force sensor system, the excessive no delivery and displacement test. Insulin pump received with cracked reservoir tube lip and cracked battery tube threads. No moisture damage inside insulin pump noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that she woke up with blood glucose at 500 mg/dl. Device had a blank display. Customer's blood glucose at time of call was 103 mg/dl. Customer had replaced the battery cap before. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.